Event description:
The insulin gauge reading on the customer's pump would not change. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide instructs te user to remove all air bubbles from the syringe when drawing insulin prior to the loading process. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.